Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, while grasping, a part fell off of the fenestrated bipolar forceps instrument and into the patient. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar was being used by the doctor during a nephrectomy case. It was used to retract or hold the liver and tissue when they noticed that the wire was broken. The staff could not say how long it was being used before they noticed the wire broke. The customer used the long bipolar instead. Potentially, the instrument could have collided with other instruments. Staff knew to straighten the instrument before pulling it out of the trocar. It was inspected before handing over to be used, but not thoroughly but they would have seen it right away if the instrument was defective or not prior to use. No pictures were taken, nor was the procedure recorded for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed, and a fragment (from approximately 0.08" x 0.3") was detached from the instrument and not returned. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs of arcing on 3 of 3 attempts. A review of the procedure logs indicated that a monopolar instrument was used during this case; the damage was attributed to inadvertent energy application. A system log investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported event.